Event description:
Boston scientific received information that this left ventricular (lv) lead was exhibiting impedance measurements greater than 2000 ohms.

Manufacturer narrative:
A boston scientific technical services consultant suggested troubleshooting techniques to try to reproduce the out of range measurements with isometrics and pocket manipulations and to also see if there is any noise created. The consultant reviewed latitude data from eight months prior and at that point the lowest impedance was about 750 ohms and the highest was about 1100 ohms. The current lead configuration is lv tip to lv ring. The caller tried lv tip to can which produced an impedance measurement of 595 ohms. The consultant stated that as long as there was no noise on the lv lead and no diaphragmatic stimulation, they could leave the lead programmed to this configuration due to the good impedance measurements in addition to stable thresholds and sensing. The caller confirmed they will leave the lead programmed to this configuration and will have this patient start transmitting again on latitude to be able to monitor this lead remotely. No other adverse events have been reported. This product issue will be updated if additional information is received.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received stating this lead was surgically abandoned due to the ongoing out of range impedance measurements. No additional adverse patient effects were reported.